Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to associated MFR report 3005099803-2008-00337. It was reported to boston scientific corp that two ultraflex covered ng esophageal stents were placed in a male pt (weight unk) approx 7 months ago. According to the complainant, in 2007, "the pt was admitted with dysphagia. [The physician performed an] egd (esophagogastroduodenoscopy) and found pieces of a rubbery like substance clogging [the] lower esophagus. [The] substance [was] removed [and] sent to pathology. [The] substance appear [ed] to be the covering from [one of] the stent [s]." The physician verified "the remainder of the covering was intact; however, it was black." At the conclusion of the procedure, the "pt [was sent] home and was able to pass food."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The feb 2008 15-month ultraflex esophageal stent prod family complaint trend report, inclusive of all failure modes, has been reviewed; no unfavorable trend was noted.